Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a battery change associated with a wound revision. This may be due to an infection. It is unknown if wound revision occurred with this surgery. The reason stated on the implant card was prophylactic replacement. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. The explanted product has not been received by manufacturer to date no other relevant information has been received to date.

Event description:
Physician's office answered removal of hardware when asked if the surgery was a wound revision or prophylactic generator replacement. This likely means the replacement was just prophylactic generator replacement, as implant card from surgery confirms another device was implanted, not just old devices explanted. There was no wound revision. Several clarifying questions were asked and the physician clearly indicated there was no issue. No other relevant information has been received to date.